Event description:
It was reported by the customer that a bd pyxis medstation es system did not provide a 'too close' warning when a medication was dispensed. The customer stated that the patient received an additional dose of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 19-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 'too close' warning setting was blank in the facility formulary. A technical support specialist confirmed that the system worked as designed and the facility default affects new medications when added to the formulary and did not change the 'too close' duration for meds already in the formulary. The specialist closed the case as there was no response from the customer.